Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Blood glucose was not impacted. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.